Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance the subject device had dent in outer tube. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to the regional service center for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: video connector cover is cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, the dent in outer tube is caused by a component failure of insertion tube. And for the newly identified malfunction mentioned above, is caused by component failure of video connector. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.